Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400's (mg/dl) and it was addressed with manual injections as well as a bolus via the pump. Reportedly, the customer did not know how to deliver a correction bolus when they starting using the pump. Also, it was noted that the customer was first diagnosed with type 1 diabetes instead of type 2 and had to adjust therapy. The customer stated that an injury from fighting in (B)(6) affects the bg level. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a cause of the elevated bg level.